Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they received a new insulin pump and needed assistance setting it up and also mentioned during troubleshooting that they experienced a blood glucose level of 546mg/dl. Customer treated with syringe of insulin and has not been using insulin pump for two days. Customer was assisted with programming insulin pump. Customer was advised to contact health care professional to confirm settings. Customer was not assisted with high blood glucose due to not being on the insulin pump for two days. The product was not returned for analysis.